Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) level of 39 mg/dl. Customer consumed carbohydrates and disconnected from the pump to address bg. Reportedly, the customer reverted to manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6) 2020 at 5:53:26 pm. A tubing fill of size 18.2 units was observed on (B)(6) 2020 at 5:06:29 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.